Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter. During the procedure, the catheter could not curve to specification and could not build the model. The catheter was exchanged and the procedure was completed with no patient consequence. Both these issues were assessed as not reportable as the potential that they could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for evaluation and discovered on (B)(6) 2017 that the tip section was cut between electrode #2 and #3. Internal parts were exposed. The cut was approximately 1 cm from the tip of the catheter. The returned catheter condition has been assessed as a reportable malfunction as the risk to the patient was critical due to the potential of thrombus from exposure of internal catheter components. Therefore, the awareness date was reset to (B)(6) 2017.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool catheter. During the procedure, the catheter could not curve to specification and could not build the model. The catheter was exchanged and the procedure was completed with no patient consequence. The catheter was visually inspected detail and it was found that the tip section was cut between electrode #2 and #3. Internal parts were exposed. The cut was approximately 1 cm from the tip of the catheter. Then, scanning electron microscope (sem) analysis was performed and the results showed evidence of a smash, scratches and/or mechanical damage on the peek housing surface. It is possible that damage was generated with an unknown object. No other anomalies were observed. However, during the manufacturing process all pieces are tested and inspected in order to prevent this type of defect before leaving the facility. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Due to the catheter condition, the carto 3 test and deflection test could not be performed and the customer complaint cannot be confirmed. However, the root cause of the cut between electrode #2 and #3 cannot be determined.